Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue. Reportedly, the threads on the battery compartment and cap were both stripped and the cap was unable to secure properly onto the pump. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.